Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a difference of more than 30 units. There was no adverse impact to the customer's blood glucose level. Caller completed necessary steps to remove air from the cartridge and used room temperature insulin but declined to load a new cartridge, opting to continue using the current cartridge and follow up if necessary.